Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that an intergrated circuit anomaly which contributed to the reported excessive battery discharge.

Event description:
It was reported that the pulse generator exhibited excessive battery discharge. The device was explanted.